Event description:
It was reported that during troubleshooting for check patient line alarm, the home patient (hp) saw air in the lines during drain three of five. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.